Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
On (B)(6) 2015, patient's friend, (B)(6) had surgery on her knee. A wire manufactured by stryker was placed in patient's knee. About four months ago, the wire broke. The patient is now in pain and she wants stryker to pay for her bills for the initial surgery and fix this matter.